Manufacturer narrative:
The user facility discarded the devices; therefore, olympus is unable to perform a device evaluation. Based on similar reports, this type of electrode damage can be attributed to excessive force being applied during connection or use. The instruction manual warns users "when attaching the electrode, make sure not to push it too forcefully into the working element. Otherwise the electrode may be damaged."

Event description:
Olympus was informed that during a therapeutic resection procedure, that two resection electrode loops broke off. The first electrode loop broke off at the end on one side. The second electrode loop broke off at both ends and fell into in the patient¿s bladder. The loop was retrieved using an unknown device. The generator settings at the time of the event are unknown. The intended procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.